Event description:
The following was reported by the attorney for the pt: (B)(6) 2008: the pt underwent hernia repair performed at hospital. The pt had a bard composix l/p mesh ellipse patch implanted during this procedure. The pt has suffered and will continue to suffer physical pain. The attorney alleged the composix l/p mesh ellipse patch used in the pt's hernia repair surgery failed, resulting in pt suffering pain and harm. The pt was seriously permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The attorney report does not identify a specific device problem and no product was returned for eval, therefore, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.